Manufacturer narrative:
On 8/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2018, indicated that the patient had the device explanted on (B)(6) 2018, and the replacement devices are as follow: left replaced with catalog number 3502500, lot number 7589876, serial number (B)(4), and right replaced with catalog number 3502500, lot number 7589876, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the patient is a candidate for mastopexy with low grade breast ptosis. Patient right implant showed spontaneous deflation, and there was no issue with deflation on the left implant. This report is for the left side. (B)(4).

Manufacturer narrative:
Additional information received on 9/25/2018, indicated that there was deflation after implantation and is unclear which side deflated. (B)(4).

Manufacturer narrative:
Update received on 12/05/2018. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination of the device revealed a crease extending to both views. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the crease or the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. There is no evidence that the issue is related with manufacturing or that the crease was the root cause of the capsular contracture. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Pe¿s visual examination of the device revealed creases on both views. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the creases or the origin of the white material observed. . Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the creases were the root cause of the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 450cc saline breast implants which the left side has issue with capsular contracture baker grade iii after the implantation. As a result patient had the implant removed and replaced with another mentor gel implant. At this time mentor does not have information about the explantation date.